Event description:
Numerous infant digital thermometers that have blue caps are either not functioning when activated or when try to remove from case the blue cap comes off. Noted before patient use. No patient information needed.